Manufacturer narrative:
Mclaughlin, j., lee, k, (2006) the outcome of total hip replacement in obese and non-obese patients at 10- to 18-years. The journal of bone & joint surgery (br), vol. 88-b, no. 10, october 2006, 1286-1292. Product was not retuned to zimmer biomet for investigation. Without the opportunity to examine the complaint product, root cause cannot be determined. Condition is addressed in the package insert. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported based on review of journal article titled, ¿the outcome of total hip replacement in obese and non-obese patients at 10- to 18-years. It was reported that one (1) patient in the obese group (bmi > 30 kg/m2) underwent revision surgery of the acetabular component on an unknown date due to infection. There has been no further information provided.